Event description:
While the unit was in use on a patient, it failed to autofill intermittently and the display kept falling off of the cart. The patient was switched to another unit and therapy was continued. No patient injury was reported.